Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable high elecsys troponin I stat immunoassay results for 1 patient tested on both a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module compared to an abbott system. The cobas e411 troponin I results were 0.89 ng/ml and 0.91 ng/ml. The troponin I results from a cobas e601 were said to be "compatible" results but no specific values provided. The troponin I result from the abbott system was <0.1 ng/ml the customer stated that both the cobas e411 and cobas e601 results were not matching the clinical picture of the patient. The results in question were reported outside of the laboratory. The cobas e411 serial number was (B)(4). The cobas e602 serial number was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.